Event description:
The customer reported that while in patient use the ventilator gave a transducer fault vent inop with audible alarm. The pt was placed on another ventilator, no pt harm.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba installed in known good unit. Powered in service mode entered event error log, note multiple transducer fault for transducer pt800. Performed calibration of transducer pt800 failed at a/d 1027. Powered in ventilating mode and problem was duplicated and unit alarming transducer fault. Reported problem was duplicated and isolated to bad transducer pt800. This issue is being addressed in an internal correction.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data: model number.